Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. During evaluation, it was confirmed that the unit had errors regarding low flow. Manifold assembly was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling is review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during maintenance checks, the arctic sun device showed an error of low flow rate during priming. This system did not rise above 0.2l per hour during the temperature challenge and could only reach 10 degrees during the warm up when it should have reached 30. It would be collected and sent back to tech services. This was not in use on a patient. Per additional information received on 28mar2023, currently at the repair department to be fixed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during maintenance checks, the arctic sun device showed an error of low flow rate during priming. This system did not rise above 0.2l per hour during the temperature challenge and could only reach 10 degrees during the warm up when it should have reached 30. It would be collected and sent back to tech services. This was not in use on a patient.